Event description:
It was reported in a social media post, that a patient developed a cardiac tamponade and approximately nine patients experienced temporary phrenic nerve palsy (pnp). The status of the catheters is unknown. No further patient complications have been reported as a result of this event.